Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2025 using a large flexnav delivery system. The length of the membranous septum was 2.5mm. The patient presented with a right bundle branch block (rbbb) prior to the procedure. The valve was implanted. The final implant depth was 1.7mm from the non-coronary cusp (ncc) and 3.3mm from the left coronary cusp (lcc). The rbbb persisted. A permanent pacemaker was implanted the following day. The patient status was stable.

Event description:
Subsequent to the previously filed report, additional information was received that while in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. The patient was administered heparin procedure and had a minimum activated clotting (act) level of 144 seconds and a maximum act level above 400 seconds. A pre-implant balloon valvuloplasty was performed using a 21mm non-abbott device. On (B)(6) 2025, the patient reported to the emergency department after progressive shortness of breath. A chest computed tomography scan was performed and revealed a large circumferential pericardial effusion and was confirmed by transthoracic echocardiogram on (B)(6) 2025. On (B)(6) 2025, the decision was made to performed a pericardiocentesis. Pericardial effusion was successfully resolved.

Manufacturer narrative:
An event of right bundle branch block (rbbb), shortness of breath, and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported heart block appears to be related to patient condition (pre-existing rbbb). The cause of the reported shortness of breath appears to be a cascading effect of the pericardial effusion. However, the cause of the pericardial effusion could not be conclusively determined. The reported surgical and unexpected medical interventions were case-specific circumstances, with a permanent pacemaker implanted for the rbbb and pericardiocentesis performed for the pericardial effusion. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device was not returned for analysis. An event of device malposition and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported heart block appears to be related to patient condition (presenting rhythm of right bundle branch block). A cause for the reported device malposition could not be conclusively determined. The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Crd_1066 - envision ide study, (B)(6). It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2025 using a large flexnav delivery system. The length of the membranous septum was 2.5mm. The patient presented with a right bundle branch block (rbbb) prior to the procedure. The valve was implanted. The final implant depth was 1.7mm from the non-coronary cusp (ncc) and 3.3mm from the left coronary cusp (lcc). The rbbb persisted. A permanent pacemaker was implanted the following day. The patient status was stable. No additional information was provided.